Event description:
Sales representative reported "rupture" diagnosed via us and MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "controls detected a left intracapsular tear". Later healthcare professional reported "capsular contracture baker grade IV" diagnosed via us and MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.1, d.2a, d.2b, d.4, d.6a, g.2, g.4, h.4, h.6